Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument did not rotate correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the long bipolar grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.